Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to cut was confirmed based on the returned device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to cut appears to be related to device angle changed during thumb advancer/slider stroke such that the garage leaves interacted with flex-guide. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a diagnostic angiogram procedure with a 5f sheath. Reportedly, the cutter moved outside the exchange sheath during thumb advancement. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.